Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room after experiencing syncope. A remote interrogation was performed which found no stored episodes and all lead measurements within range. It was noted that right atrial (ra) and right ventricular (rv) automatic threshold measurements had been successful within the last 72 hours. The pacemaker remains in service and no additional adverse patient effects were reported.